Event description:
It was reported that the device had early elective replacement indication. The device was removed and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient had a syncopal episode after the device had a sudden drop in battery voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The manufacture rep sent an email indicating the actual alert date was one day earlier than previously reported. The MDR was still timely reported. Evaluation summary: (B)(4): the device was returned to the lab due to premature battery depletion. The eri is the result of high internal battery resistance. Preliminary analysis revealed battery telemetered value measured 2.81 volts. The functional test revealed the battery measured a telemetered value of 2.06 volts loaded. The longevity calculation showed calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The manufacture rep sent an email indicating the actual alert date was one day earlier than previously reported. The MDR was still timely reported. Evaluation summary: (B)(4): the device was returned to the lab due to premature battery depletion. The eri is the result of high internal battery resistance. Preliminary analysis revealed battery telemetered value measured 2.81 volts. The functional test revealed the battery measured a telemetered value of 2.06 volts loaded. The longevity calculation showed calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. We did receive (B)(4) performance data that was collected from the device and has been analyzed. It was noted that there was high battery impedance leading to eri. The battery depletion indicated/eri. Eri was due to high battery impedance logged on (B)(6) 2011 prior to explant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had early elective replacement indication. The device was removed and replaced. No patient complications have been reported as a result of this event.